Manufacturer narrative:
It was reported that the "front left wheel is not turning properly. It will spin for a moment and then gets stuck." There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "front left wheel is not turning properly".